Manufacturer narrative:
H6: per a review of the complaint file, added a0404.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella 5.5 implanted on (B)(6) 2025 in patient already on va ECMO. The patient is awaiting heart transplant. Leak detected in purge side arm, likely purge reservoir. The purge reservoir appeared to be cracked inside the purge side arm with visible purge solution dripping from the side arm assembly. Purge pressure, flow, motor current, and placement values were all within normal limits. Patient transplanted on (B)(6) 2025. During impella 5.5 pump support, the patient experienced a sidearm leak. A csc call was made regarding a small leak in the purge sidearm on (B)(6) 2025. The patient was described as stable and no motor current changes were noted. The purge side arm leak is considered a reportable malfunction. Note body (local language) aei received date.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.